Manufacturer narrative:
Event occurred on an unspecified date in (B)(6) 2018. Eight (8) actual devices were received with the aluminum foil peeled. A visual inspection with naked eye noted the sponge fully separated from each of the eight (8) caps. The reported condition was verified. The cause of the condition was related to distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from each of eight (8) minicaps. This was found before use. There was no patient involvement. No additional information is available.